Event description:
I was sold a defective hose for a nebulizer I had previously purchased (B)(6). Hose did not fit the nebulizer that they sold me. I had been in the hospital the previous day, reporting that I had contracted a bad case of bronchitis from the nebulizer hose. I ordered a new hose (B)(6), which delivered another hose that did not fit my nebulizer. These people seem more or less incompetent, unprofessional, and generally unhelpful--except walgreens is much worse. Walgreens is controlled by psychopaths. Reference report: mw5174665.